Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered too large of a bolus without user input. Review of the pump data logs verified customer overrode recommended bolus and delivered a larger bolus than intended. Customer's blood glucose ranged between 160-200 mg/dl. Multiple attempts were made by tandem technical support to inform customer of t:connect findings; however, the customer did not respond.